Event description:
It was reported that right atrial (ra) lead was exhibiting undersensing. Technical services (ts) discussed adjusting sensitivity. The lead remains in service. No adverse patient effects were reported.